Event description:
The user facility reported that their lb83 light handle cover fell off the handle during a procedure in the or. No report of injury.

Manufacturer narrative:
The user facility provided three potential lot numbers that may have been associated with the complaint (B)(4) . The device history records were reviewed, and no abnormalities were noted. The product was manufactured to specification and the device subject of the event was not returned for evaluation. Based on the description of the reported event, the likely cause of the reported detachment would be attributed to incorrect or incomplete installation of the cover by user facility personnel. The recommended instructions for installation of the lb83 light handle cover product is documented within the applicable steris surgical lighting system's operator manual. The relevant operator manual is provided with every steris surgical lighting system sold. A steris account manager completed in-service training with user facility personnel on the proper installation of the light handle cover. No additional issues have been reported.